Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, the stapler did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The staple was reloaded two to three times and can not be used again. There was no patient injury.